Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to close. The surgeon removed the instrument without incident.